Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro dissection tip cone came off. It was able to be retrieved through the original incision. An accessory kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4).